Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) sounding critical alarm. There was no patient harmed reported.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) sounding critical alarm. There was no patient involvement.

Manufacturer narrative:
Updated data: (name & email). Corrected data: (clinical & impact).

Manufacturer narrative:
Additional customer contact phone: (B)(6), email: (B)(6). Event site postal code: (B)(6). A getinge fse was dispatched to evaluate the unit. To resolve the issue the fse replaced the cable assemby video generator to display monitor. Reassembled the unit and reload the d version software and performed full service as per getinge specifications. The equipment returned in working condition.

Event description:
N/a.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.